Event description:
It was reported that the home patient (hp) experienced peritonitis. It was unknown if the patient was hospitalized for this event. On an unreported date, the patient started treatment with an injection of vancomycin (2gm loading dose, weekly, once for two weeks, and ip) and injection of fortum (250mg in each bag, 3 exchanges per day, and ip) for fourteen days, in order to treat the peritonitis. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.